Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was undergoing a trial for spinal cord stimulation for chronic pain. It was reported that there was a wet tap with the trial leads during the procedure on (B)(6) 2020 due to patient anatomy. There were no performance issues. The patient was reprogrammed as a troubleshooting mechanism and two blood patches were performed to resolve the issue. The leads were removed on (B)(6)2020. The issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.